Event description:
It was reported that the insulin pump had an unresponsive keypad. The customer stated that she changed the battery but did not know which brand she had used. The customer's blood glucose was 240 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.